Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5302 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that there was a break in the tubing that caused the line to be exposed to air with blood return pouring out of the line. They clamped the line and flushed the set and confirmed a leak right before the int port.